Event description:
A non¿health care professional reported during intraocular lens (iol) implant procedure, they noticed that the optic kinked, lens tilted after implanting the lens. The lens was explanted and replaced with another lens during initial procedure without any harm to the patient. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).